Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing some overstimulation on their face, voice and nerves. They needed to get their programs fixed as soon as possible and they hadn't been able to get a hold of the hospital. They tried to reach out to their representative to schedule a meeting but the issue wasn't resolved.